Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight is unknown. Event date was not provided. Title of reporter and last name was not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that there was infection at the implant site requiring removal. Patient was experiencing pain. Patient will not return for additional appointments. Tooth # 28.